Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. However, it was confirmed that a design change was implemented to improve the resistance to damage to the power switch. Devices included in this design change have been shipped after december 11, 2013. The subject device of this report was manufactured prior to this change. Based on the results of the legal manufacturer's investigation, since this device was manufactured prior to the design change, it is likely the power switch was damaged because the operating force and number of times the power switch was applied exceeded expectations. In addition, rear connector failure identified during investigation was likely caused by external force (for example, a hard object accidentally hitting device) applied. Regarding the handling of the device, the instruction manual states: "do not use a pointed or hard object to press the buttons on the front panel and/or keyboard. This may damage the buttons. Do not apply excessive force to this video system center and/or other instruments connected. Otherwise, damage and/or malfunction can occur".

Manufacturer narrative:
The unit was returned to the service center for evaluation. The customer¿s complaint was confirmed. A full inspection was performed on the unit and found a faulty power switch causing difficulty turning the unit on and off. Further inspection found the serial digital interface (sdi 1) connector in the rear panel damaged and also the sdi 2 connection is not smooth which suggest an issue with cm board (printed circuit board). The usb port was damaged on the front panel. There was cosmetic wear noted on the housing minor bent on rear panel that does not affect functionality and fit. The cause of the switch damage cannot be determined at this time. The investigation is ongoing and if additional information is received this report will be supplemented accordingly.

Event description:
The service center was informed that the unit¿s power switch malfunctioned. There was no patient involvement reported.